Manufacturer narrative:
The pump is not available for evaluation.

Event description:
The facility's nurse manager of the intensive care unit reported the patient experienced "spikes" in blood pressure when using colleague infusion pump. The pump was reported to be infusing inotropic medications at rates of 2-3ml/hr. Several syringe pumps, as50, were connected to the line infusing inotropes. Reportedly, "it looked like the pump had a pulse delivery" and the patient's blood pressure was noticed to be spiking. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and medical history, vital signs and blood pressure levels, names and concentrations of the medications involved, medical intervention, and set up of the infusion device.